Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was duplicated and attributed to a faulty integrated circuit on the main board. The main board will be replaced to resolve the report. The device will be recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant did not indicate that there was any patient involvement in the reported malfunction.